Manufacturer narrative:
The owner's manual provided with the zra device chapter 1 h. Terrain reads: "your permobil manual wheelchair is not designed for riding over sand, loose soil, or rough terrain. Do not operate your chair in such terrain." The wheelchair is not intended for use on rough terrain such as areas with raised cracks like what was described in event allegation. No device malfunction could be determined. No allegation against the product was made.

Event description:
End user was going down a cut out in the sidewalk. Wheel hit a raised piece of cement and the chair stopped. End user fell out of the chair, broke leg.